Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and was unable to reproduce the "intermittent double clicks on all keys." All pump keypad keys were selected and resulted in the correct output. The unit was tested for a period of 10 hrs and all keys functioned as expected. No device malfunction could be identified. Review of the device history log did not confirm any keypad response anomalies. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unk.

Event description:
It was reported that a pump keypad "intermittent double clicks on all keys."